Manufacturer narrative:
Device received with keypad overlay peeling, cracked belt clip slip and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had biggest issue with the up and down buttons. The customer's blood glucose value was unknown. Customer stated that she has bubbles in the screen and there were no cracks on the screen. The sticker that covers the buttons was peeling off where the belt clip hooks over. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.